Event description:
Related manufacture reference number: 2017865-2022-04693. It was reported that the patient experienced discomfort from the size of the implantable cardioverter defibrillator(ICD) and was scheduled for generator changeout procedure. During procedure, it was noticed that the atrial lead fractured and was causing failure to sense and high pacing impedance. The reported lead was capped and replaced on (B)(6) 2022 while the ICD was explanted and replaced on the same date. There were no patient consequences.